Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic when performing back to back blood glucose tests. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that alleged issue started at 6 a.m. On (B)(6) 2012. The patient claimed that she obtained back to back blood glucose results of "197 and 133 mg/dl" on the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient reported managing her diabetes with insulin pump therapy. The patient said that she continued her normal diabetes management despite the alleged issue starting. The patient claimed that prior to obtaining the alleged inaccurately erratic results, she felt "shaky, hungry, and didn't feel well." The patient reported treating herself with food and/or drink at 6 a.m. On (B)(6) 2012. The patient mentioned that she tested her blood glucose a little after 6 a.m. On the day of the alleged issue with a back up accucheck avia meter and reportedly obtained a blood glucose result of "140 mg/dl." During troubleshooting the cca confirmed that the patient was using an approved sample site and that the subject meter was set to the correct unit of measurement. Replacement product was still sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported by the patient started prior to the alleged issue beginning, and there is no evidence in a decline of the patient's status with the reported treatment. However, this complaint is being reported as a malfunction because the results being compared fall outside of lfs's specification for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.